Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® iliac branch endoprosthesis instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: endoleak and aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment for a right internal iliac aneurysm using gore® excluder® iliac branch endoprosthesis. An iliac branch component (ibc) was implanted at the right common iliac artery towards the right external iliac artery. Subsequently, two internal iliac components (iic) were implanted to the right internal iliac artery. The patient tolerated the procedure. On unknown date, the aneurysm enlargement was observed. Although no apparent endoleaks were confirmed, the physician considered the distal iic was not appropriately placed to exclude the aneurysm at the initial procedure, and the post-operative distal type I endoleak have caused the aneurysm enlargement. On (B)(6) 2024, a reintervention was performed. The physician coil-embolized the right internal iliac artery, and a contralateral leg endoprosthesis was implanted to the right common iliac artery towards the right external iliac artery in a way to reline the previously implanted ibc. The patient tolerated the procedure.